Event description:
The customer reported a failure to discharge via external paddles.

Manufacturer narrative:
This customer reported a failure to discharge via external paddles. The customer's biomedical engineer evaluated the device, reproduced the symptom, and then destroyed the paddle set. Replacing the paddle set resolved the issue.